Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. A stabilizer and a weighted speculum were in use during the procedure. The tenaculum stabilizer broke off (no fragments were left in patient) and a second one was used. Fluid had leaked from the cervix; at approximately 6 minutes into the procedure, there was a fluid loss alarm of 10cc at a rate of 3cc/min. Upon finishing the procedure, the physician observed a smaller than a dime sized burn (degree unknown), on the posterior vaginal wall. The physician treated the burn with silvadyne cream and released the patient.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. Burn(s), injury to tissues. Information supplied was completed by the manufacturer based on the information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.